Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: an image with l/r comments is sent from the x-ray system imaging console to the picture archiving communication system (pacs). Later when reviewed on the pacs console, it is found that the image remains unchanged but the l/r comments are located in the wrong place. No pt injury has been reported regarding this issue.

Manufacturer narrative:
(Eval method), (eval results), and (conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.